Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported via phone call indicating that she had low blood glucose. The customer's blood glucose was 234 mg/dl. The patient has not treated. The patient has been experiencing low blood glucose for 3 weeks. The customer was found taking a chemo therapy. Customer insulin pump was exposed to cat scan. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.